Event description:
It was reported that the system displayed a control panel error. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was reseated and adjusted to 5.2vdc. The system was tested and found to be working as intended and returned to service.